Manufacturer narrative:
Investigation completed on 12/12/2017. One accudrain sample was received and it was observed that the transducer was connected to patient line¿s stopcock. Upon closer inspection, it was noticed that the patient line¿s stopcock was cracked on the side and bottom. No lot number was identified in the complaint by the customer, but a lot number was obtained from the label of the returned sample received. Documents and logs reviewed for lot 1170060 did not reveal anything that could cause the reported events. No deviations, events, and/or rework were recorded for lot 1170060; the lot complied with all requirements as specified in the respective manufacturing shop order and related procedures. The root cause for this event is undetermined; nonetheless, a probable cause for this event could be related to product handling during use. The breakage could have been caused by an unintended blow/hit, excessive force, chemical solvent exposure or any other fortuitous event during product handling outside of integra¿s control.

Event description:
The evd was cracked and leaking csf at the stopcock where the transducer was attached (crack in the evd system, not the transducer). The system was changed out immediately. It is not known what caused the crack. Additional information has been requested.